Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/bipap and mechanical ventilator devices. The manufacturer received information alleged nasal/throat irritation, short of breath,mild headaches an lightheaded,eyes swollen, nose running and experiencing dizziness,device will not turn on/device not functioning .there was no report of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged nasal/throat irritation, shortness of breath, swollen eyes, runny nose, mild headaches, lightheaded, and dizziness. Patient also states device will not turn on. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer. The manufacturer found an unknown contaminant inside the iso port of the humidifier. An unknown dust contaminant was observed on the pca, on the blower box cap, manifold, blower, side panel, blower seal, bottom enclosure, and inlet seal. Evidence of sound abatement foam degradation/breakdown was not observed. Manufacturer check for the power cord and confirm the airflow and the heater plate heats. The device's event logs were downloaded and reviewed. The manufacturer found two errors such as e-65 and e-55. The manufacturer concludes no presence of degraded sound abatement foam. However an unknown contaminant on the flip lid seal and on the outlet port of the lid. An unknown dust contaminant was observed on the dry box, dry box seal, bellow, side panel, beauty cover, bottom enclosure, and heater plate. An unknown contaminant was also observed on the bottom enclosure and heater plate. Section d1, d4, h4 were missed to capture, which were updated. Section d9, g3 and h6 have been updated in this report.